Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 418 mg/dl. Customer stated insulin pump had no delivery and motor error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm or unexpected no delivery alarm during testing noted. The motor was tested outside the device and passed. (B)(4).